Event description:
User related. It was reported that, "scrub tech dropped the implant on the floor, and steris was the sterilization procedure they used to sterilize the implant after being dropped.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There is 1 event associated with this event type (user error) and product code unk.